Manufacturer narrative:
The investigation results of the provided information are available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient underwent revision approx. 11 months after implantation due to femoral bone fracture and exchanged from resurfacing femoral component to ldh with femoral stem; durom cup was retained. An e-mail requesting additional information was submitted on september 21, 2017. On september 23, 2017 an e-mail was received stating that there is no additional information to report. Review of received data the surgical report of revision reports a fracture of the femoral neck in a patient with a resurfacing prosthesis. Durom cup is found to be stable and remains in situ. No other conspicuousness in both implantation and revision reports. Devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: durom femoral component and acetabular component are compatible. Root cause analysis: root cause determination using dfmea. Bone collapse under component (may include stem failure) due to cyst, necrosis, proximal bone remodelling. => possible: in the surgical report nothing is mentioned about the possible reason of bone fracture. Thus, this cannot be excluded. - bone necrosis due to MRI induced current -> heat. => possible: in the surgical report nothing is mentioned about the possible reason of bone fracture. Thus, this cannot be excluded. -thermal necrosis, increased bone removal due to specified cement mantle too thick => possible: in the surgical report nothing is mentioned about the possible reason of bone fracture. Thus, this cannot be excluded. - changing bone properties due to aging process of the patient. => possible: in the surgical report nothing is mentioned about the possible reason of bone fracture. Thus, this cannot be excluded. Conclusion summary: it is reported that the patient underwent revision approx. 11 month after implantation due to femoral bone fracture. Durom resurfacing femoral component was changed to ldh with femoral stem; durom cup was retained. In the surgical report nothing is mentioned about the possible reason of fracture. Based on the available information, it is impossible to determine an exact root cause. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a metasul durom, component for femur, cemented a, 50/p on the right side on (B)(6) 2008 and the patient underwent revision surgery on (B)(6) 2009 due to femoral fracture. This is a bilateral claim. Left side complaint : cmp-(B)(4).